Event description:
It was reported that the patient faced an event where infusion set was not sticking on (B)(6) 2026 which causes high blood glucose which lasts for three hours and treated with pump.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.